Event description:
It was reported that the pump module is pulling from primary and secondary bags simultaneously. There was no report of patient impact.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pump module is pulling from primary and secondary bags simultaneously. There was no report of patient impact.